Event description:
The info received from the affiliate states that during the dilation of the femoral artery (side unk) of this pt, the balloon burst. The pt's vessels were described as calcified. The lesion length and the vessel diameter were unk. A 10cc syringe was used to inflate the balloon. There was no reported damage to the packaging of the balloon and the product was properly prepped. There was no pt injury and the procedure was completed with another optapro balloon.